Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 60 mg/dl, 60 mg/dl, 115 mg/dl and 207 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The dhrs (device history review) for the libre reader and precision strips were reviewed. The dhrs showed the libre reader and precision strips passed all tests prior to release. Retain testing was performed for the precision strips and all units performed within specification. If the product is returned, the case will be re-opened, and a physical investigation will be performed

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 60 mg/dl, 60 mg/dl, 115 mg/dl and 207 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre built in meter. Customer reported receiving readings of 60 mg/dl, 60 mg/dl, 115 mg/dl and 207 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported reader (B)(4) has been returned and investigated with retained test strips as the returned test strips were expired. Visual inspection has been performed on the returned meter and no issues were observed. Control solution testing has been performed with retained test strips and no issues were observed. All results were within range specification. No malfunction or product deficiency was identified.